Event description:
Reporter alleged obtaining the results of 202 mg/dl and 85 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate strawberry shortcake. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the 9800 system locked up with a blank screen and the ma and kv went to maximum. No pt injury was reported.